Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was high as 305 mg/dl. Customer reported that, the display was blank. Insert battery alarm did not display on the pump screen. The customer declined troubleshooting for high blood glucose on her pump due to pump getting replaced for blank display anomaly. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for twenty four hours and no blank display anomalies noted. Power connector plug in and locked in place properly. Device received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.